Event description:
On (B)(6) 2014, it was reported the pump emitted multiple loss-of-prime warnings with different cartridges. There was no indication that the product caused or contributed to an adverse event. The reporter was instructed to change the cartridge and contact animas with further issues. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.